Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 30 mg/dl with loss of consciousness associated with an alleged inaccurate delivery issue. Reportedly, it was unknown whether or not the patient stated on the pump. The patient was treated at the hospital with dextrose via intravenous by their health care provider. During troubleshooting with customer technical support, it was noted that the patient was in an accident due to a low bg. The reporter stated that a sales representative came out to program the patients pump. The patient stated that the sales associate calculated his long acting dosage to determine his basal deliveries. It was unknown if all boluses were recorded correctly. This complaint is being reported because the patient experienced hypoglycemia associated with us error. It was unknown whether or not the sales representative was a health care provider.